Event description:
It was reported that the right ventricular (rv) lead had a fracture with impedances >200ohms. The lead was partially extracted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead had a fracture with impedances >200ohms. No patient complications have been reported as a result of this event.it was reported that the right ventricular (rv) lead had a fracture with impedances >200ohms. The lead was partially extracted and replaced. No patient complications have been reported as a result of this event...

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, partial lead was returned in segments. Analysis also determined the defibrillator conductor was cut, there was an outer insulation cosmetic and breached cut, the outer tubing overlay was breached/cut, there was an outer insulation cosmetic depression and apparent explant damage. Blood/body fluid was found in several conductors and in the outer tubing overlay.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.